Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; e1; g3; h2; h3; h6. One ringloc bipolar was returned and evaluated. Upon visual inspection the device could not be disassembled for further evaluation. The head could not be moved inside of the liner. The locking ring was pressing on the liner in the photographed area. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that when the surgeon inserted the inner liner of the bipolar into the outer part, it was difficult to get in. Also, the head was difficult to turn when inserted. The surgeon used another size to complete the surgery. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00877502802 lot# 3168182 bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14. G2: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.